Manufacturer narrative:
According to while checking the patient's IV, it was noted that the IV tubing was leaking at two sites. It was between the connection point between the microbore tubing and the pall filter. 6fr feeding tube was replaced due to leakage at the connection site. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to while checking the patient's IV, it was noted that the IV tubing was leaking at two sites. It was between the connection point between the microbore tubing and the pall filter.